Event description:
Customer reported receiving no delivery alarms when attempting to bolus. Customer stated that they were unable to resolve the issue even with several set changes and believes that the issue is with the insulin pump. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose reading at the time of the call was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.